Event description:
The user reported detachment of the distal loop/net assembly during use of the roth net platinum universal (00715050) for retrieval of a polyp from the colon. The loop/net assembly and the polyp were recovered using forceps without harm to the patient, however, the procedure was prolonged an estimated 40 minutes. The endoscope later failed the post-procedure flush test and was sent for repair.

Manufacturer narrative:
A review of the manufacturing record found acceptable results recorded for all test and inspection activities. No other complaints of any type have been associated with this lot. A portion of the device was returned and is pending investigation. This report will be updated if further information becomes available.